Event description:
Boston scientific received information that this pacemaker had decreased longevity faster than expected. Auto capture was on and right ventricular (rv) lead had high pacing threshold. The device was explanted and new device was implanted. This pacemaker was returned back to the laboratory. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factor influencing the estimated longevity remaining calculation was pacing rate. Any changes in this factor will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.